Manufacturer narrative:
The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the reported no image / intermittent image issue. The technician stated that when the cable was torqued / twisted near the hdmi plug, the image issue occurred. The technician also pointed out that the cable was crimped / damaged near the hdmi plug. The spectrum smart cable was scrapped and a replacement sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the hdmi connector had play in it and as it wiggled it caused the image to cut out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.